Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the distal portion of the crimped stent were damaged and distorted out of their crimped position and stretched distally out over the distal bumper tip of the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Plain old balloon angioplasty (poba) was performed using a non bsc balloon catheter and a 28mmx2.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient however, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Plain old balloon angioplasty (poba) was performed using a non bsc balloon catheter and a 28mmx2.50mm promus premier&#10259;tent was advanced but was unable to cross the lesion. The device was removed from the patient however, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient&#38112;status was good.